Manufacturer narrative:
Note event was reported in the united states but occurred in germany. Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue and the root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Account: sanofi aventis. Sanofi complaint ref#: (B)(4). Event description: needle (partially) blocked. Note: this request is received from germany.